Manufacturer narrative:
The device was not returned for eval. No conclusions could be drawn. Upon receipt of device, investigation will be completed and f/u submitted. No clinical injury to pt.

Event description:
A leak reported at the flow stop. No pt injury occurred as a result of this complaint.